Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to e2, e3, and g2. The information included in e2, e3, and g2 was inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the customer's complaint was confirmed.the image was blurry due to a faulty charged coupled device. Additionally, the repair center found the cable was cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the poor image quality occurred because of a charged coupled device failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus hd camera head was not displaying an image during a procedure. Additional details relating to the patient and the event have been requested but no additional information was available. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.